Event description:
The surgeon used dealer-owned cannulated cancellous screw for the operation. When the sterilization package was opened, he found one guide wire of guidewire ((B)(4)) was already deformed. He used another guide wire to finish the operation. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.